Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following event of strut fracture of the bifurcated stent graft (main body). The most likely cause of the main body strut fracture was the aortic remodeling. To date there has been no reports of further negative patient sequelae. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
At the completion of the clinical assessment on 04/23/2018 for a pervious report event, clinical was able to find substantial evidence to support the following additional finding of strut fracture of the bifurcated stent graft (main body). Previous reported event detail- (2031527-2018-00139). On (B)(6) 2015, the patient was initially implanted with a bifurcated stent, two (2) suprarenal extension and three (3) limb extensions. On (B)(4) 2018, endologix was made aware of a type 3a endoleak with limb separation. On (B)(6) 2018, the physician elected to implant three (3) 22x45 ovation extension to successfully bridge the separation. There have been no additional patient sequelae reported.